Event description:
It was reported that a resistance was felt upon removal. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 6f guidezilla ii catheter-guide extension was selected for use. During the procedure a resistance was felt upon advancing forward inside the guiding catheter. The device was removed in a usual way despite some resistance. The procedure was completed with a different device. No patient complications were reported.